Event description:
It was reported that a patient failed to follow therapy steps while performing peritoneal dialysis therapy. The patient was connected at the time of the event during a fill cycle. During troubleshooting, it was discovered that the patient had not completely primed the patient line prior to connecting themselves for therapy. The technical services representative reviewed proper priming procedures with the caregiver and assisted the caregiver in ending the patient¿s therapy. The patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient connected themselves and initiated therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.